Manufacturer narrative:
The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there was no evidence of device malfunctions or performance issues of the device that would impact the reported event. There is also no clinical evidence to suggest that the device caused or contributed to the reported events. The most likely cause of the reported arrhythmia event is the patient's pre-existing history of heart failure and related comorbidities and the progressive nature of this condition. In addition, the primary investigator reported that the events were related to the patient's condition and unrelated to the hvad system or procedure. Though the root cause of the events cannot be conclusively determined; there are patient factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Cardiac arrhythmias are known potential complications associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available. Heart failure patients indicated for lvad support are also often indicated for ICD implantation and are at high risk for arrhythmias. Device remains implanted.

Event description:
A report was received from the clinical database that a patient presented to the emergency room on (B)(6) 2016 with shortness of breath. At presentation, the patient's blood pressure was recorded to be 81/64/70mmhg with a heart rate of 164bpm. The patient was noted to be in ventricular tachycardia with a torsades des pointes pattern. He was externally defibrillated with 100j and admitted to the intensive care unit. The patient was further treated with intravenous (IV) amiodarone. Laboratory findings are reported to have revealed no electrolyte imbalance. In addition, there were no hvad alarms reported. The patient had no further arrhythmia episodes while hospitalized. He underwent implantation of a single chamber implantable cardioverter defibrillator (ICD) via a left subclavian venous approach on (B)(6) 2016. He was discharged home on oral amiodarone on (B)(6) 2016. The event was reported to have been resolved on (B)(6) 2017. The primary investigator reported that the event was related to the patient's condition and unrelated to the hvad system or procedure.